Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers wife reported via phone call that the customer passed away in an ambulance on (B)(6) 2021 at midnight. The cause of death was the customer coding during ambulance transportation and was dead for 10 minutes. The caller stated that the customer had been sick for a long time that may have led to the customer's passing. The customer¿s blood glucose was 45 mg/dl at the time of emergency medical transport. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing, as they were in transit to a hospital. The customer was not using sensors. The customer was being transported to the hospital as they could not breathe. The customer had heart issues, addison's disease and they could not understand why their blood glucose would go low, even after giving glucose tablets. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Medtronic legal received information regarding from the attorney of the family. The information received on august 19, 2021 stated the following - the customer passed away on (B)(6) 2021. The death was not alleged in the legal filing but was admitted to the hospital on alleged incident date (B)(6) 2021 with a reported low blood glucose value of 45mg/dl. The one continuous incident of low blood glucose value on incident date (B)(6) 2021 followed by the death of the customer on (B)(6) 2021. The alleged event dates were (B)(6) 2021 and the event type was hypoglycemia. The customer was using 630g insulin pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
Customer was taken by ambulance to the hospital on (B)(6) 2021 and coded in the ambulance and was dead for 10 minutes. Customer passed on (B)(6) 2021.